Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental med watch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV" against left device. The device remains implanted.

Manufacturer narrative:
Device analysis: analysis of the returned device identified: weight to the spec, creases fold and deformation device. Cloudy in the gel observed after autoclave cycle based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii/IV" against left device. The device has been replaced.

Event description:
Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.